Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan alleging that a one touch ultra 2 meter reading inaccurately high. The pt indicated that the alleged issue started around (B) (6) 2010, at an unspecified time. The pt reported blood glucose results of "141 and 156 mg/dl" with a lifescan meter and "114 and 115 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated differences of some of the glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. About a week after the alleged issue began, the pt claimed that she developed symptoms of a headache and feeling cold and clammy. On an unspecified date/time during the time of concern, the pt had a doctor's appointment and her metformin medication was increased. She denied that her blood glucose was tested on another device during the time of concern. It would have been helpful to know the following info: the pt's testing frequency, her medication and diabetes management regimens, what date/times the reported readings were obtained, what meter readings the pt obtained before and after the symptoms developed. In addition, it would have been helpful to know what actions the pt took before and after the symptoms developed, and what date/time the doctor's visit took place. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.